Event description:
It was reported that during attempted implant of this right ventricular (rv) defibrillation lead, a piece of the connector tool fell off and the stylet was stuck in the lead. The lead was attempted but not implanted. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This lead was returned with the ez connector tool used during the implant procedure. Visual examination of the lead noted bunched insulation, likely due to the lead being maneuvered through constricted anatomy. Visual examination of the connector tool noted that the positive and negative clips were missing and the molded stakes intended to hold the clips in place do not appear as expected. This finding resulted in the clinical observation that a piece of the connector tool fell off during use. A manufacturing issue is suspected and review of our quality system confirmed that, as of today, the ez connector tool is the only one to have exhibited this issue.